Event description:
Update (B)(4) 2014: surgery delay.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument associated with this reported event was not returned. Review of the device history records was performed and no discrepancies or nonconformances were identified. A design file review confirmed the instrument was designed per the agreed surgeon proposal and trumatch specifications. Functional testing with a created bone model and pin guide was unable to recreate the customer concern as reported. The investigation could not draw any conclusions about the root cause of the reported customer concern. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.